Manufacturer narrative:
One used device was received on (B)(6) 2013 and evaluated. Testing found that solution leaked between the air filter cap and the male adapter of the tubing set. The probable cause of leak from the air filter could have been due to the compression rings of the air filter assembly, the molded option-lok male adapter, or incorrect assembly of the air filter assembly onto the option-lok male adapter during manufacturing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to patient use, an unspecified end of the tubing set. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.